Manufacturer narrative:
A ge svc rep conducted an onsite investigation. The right table-extender was re-shimmed. The sys was tested and operates as intended.

Event description:
The customer reported the table extension on the sys was tight and difficult to remove and insert. No pt injury was reported.